Event description:
Procedure type: lap hernia repair. Reportedly, the balloon popped after 120cc of air was inserted. No pieces had to be recovered. A balloon trocar was used to finish the case. No patient injury was reported.